Event description:
The patient contacted lifescan alleging that their one touch ultra meter was reading inaccurately erratic. The medical affairs specialist mailed a letter since the patient could not be reached. The patient reported blood glucose results of 189 mg/dl and 66 mg/dl with a lifescan meter, performed within 10 minutes of each other. The patient reported taking insulin following the use of the meter. They then became unconscious; however, it is unknown how long it took following the testing and taking insulin. The patient was takien to the hospital, where they were treated intravenously. It would have been helpful to know patient's testing frequency, medication regimen, the elapsed time between taking insulin and becoming unconscious, and the results obtained at the hospital. Since the patient obtained a 66 mg/dl after re-testing, it would have been helpful to know if the patient's insulin regimen was based on a sliding scale or set amount. The customer care representative was unable to walk the patient through quality control testing, as the control solution had expired. The meter, test strips, and control solution were replaced.